Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd insulin syringe with bd ultra-fine¿ needle was found with a "cracked barrel near barrel wings." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd insulin syringe with bd ultra-fine¿ needle was found with a "cracked barrel near barrel wings." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the barrel is cracked near the wings. The returned syringe was examined and exhibited cracks in the barrel running from the 30 unit marking to the flange. Sample was forwarded to manufacturing (holdrege) on 08jun2018 for further review. Second investigation summary: on 12jun2018, holdrege received one (1) loose 0.3ml, 6mm syringe from an unreported batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause for cracks in barrel likely to be a jaw jam on the ffs (form fill & seal) equipment during packaging of the device into the polybag. When this type of event occurs, any portion of the syringe and/or component may be involved in the jam and exhibit varying degrees of damage and are generally rendered inoperable by the end user. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.